Event description:
It was reported that the pt had to step aside for a car "quickly" and then felt a pain in the hip. After three weeks pt visited surgeon with ongoing pain. X-ray showed a stem fracture. Pt was revised.